Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 39 occurred on an ilet, consistent with an insulin shaft encoder failure, which persisted after a guided restart and required device replacement; the patient¿s blood glucose rose to 315 mg/dl since breakfast without use of backup therapy or ketone testing. Symptoms included hyperglycemia without acute complications. Outcomes included device replacement and patient education to use backup therapy until the replacement device was obtained. Investigation included review of device history in the ilet, verification of the alert, and case assessment by support. Investigation of this case revealed a malfunction of the insulin delivery mechanism associated with the shaft encoder, consistent with a device component failure necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure with no user-related factors identified.